Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bone resorption, swelling, fistula, abscess, inflammation. 11 implants were placed at the same day with this patient.